Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. During the system check with tandem technical support, it was determined that the tubing should be changed. The customer indicated that the infusion set would be changed. There was no impact to the customer's blood glucose level.